Event description:
It was reported, that the unspecified bd infusion set was clogged. The following information was provided by the initial reporter: it was on a primary tubing set. When the secondary was attached, the drug was not being pulled from the secondary bag. The luer lock was finally inserted into the top port, but the bag would not draw fluid. During this time, the primary line was infusing as expected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Lot #: expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary one primary set (model #2420-0007 or #2420-0500) and one non-bd secondary set were returned by the customer. It was reported by the customer "when the secondary was attached, the drug was not being pulled from the secondary bag..." The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. Fluid was being pulled from both the primary and secondary bags. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. Fluid was being pulled from both the primary and secondary bags. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A model number was unknown, however, possible models were identified to be: 2420-0007, 2420-0500 a lot number was unknown, however, possible lots were identified to be: (2420-0007) 22125447, 22125480, 22125404, 22125451; (2420-0500) 22125448. A device history record review for possible model 2420-0007 and possible lot number 22125447 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for possible model 2420-0007 and possible lot number 22125480 was performed. The search showed that a total of (b)(4_ units in 1 lot number was built on 17dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for possible model 2420-0007 and possible lot number 22125404 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for possible model 2420-0007 and possible lot number 22125451 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for possible model 2420-0500 and possible lot number 22125448 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the unspecified bd infusion set was clogged. The following information was provided by the initial reporter: it was on a primary tubing set. When the secondary was attached, the drug was not being pulled from the secondary bag. The luer lock was finally inserted into the top port, but the bag would not draw fluid. During this time, the primary line was infusing as expected.